Event description:
Material no: unknown batch no: unknown. It was reported that clinician and/or any patients are experiencing advancement issues, catheter bending, threading issues, blowing veins, and connection issues with the bd cathena¿ safety IV catheter with bd multiguard¿. Verbatim: clinician experienced: -old ivs were much easier to place. New catheters are difficult to advance, catheters bend, very hard to attach j loops and tubing, do not last. More vascular compromise and blown veins. Patients complain often.

Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that unknown bd cathena had connection issues. It was reported that clinician and/or any patients are experiencing advancement issues, catheter bending, threading issues, blowing veins, and connection issues with the bd cathena¿ safety IV catheter with bd multiguard¿. Verbatim: clinician experienced: -old ivs were much easier to place. New catheters are difficult to advance, catheters bend, very hard to attach j loops and tubing, do not last. More vascular compromise and blown veins. Patients complain often. Please see attached excel sheet for additional information.